Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(6). D4: only di provided as lot number is unknown.

Event description:
The event involved an ext set w/5 gang stopcock, 10 clave and it was reported that leak has been detected on the distal line at the non-return valve. There was patient involvement, and no patient harm/ adverse event reported.

Manufacturer narrative:
Additional information b5 section.

Event description:
Additional information was received stating that there was no current patient condition: no clinical consequences. The distal line was replaced. Patient involvement is unknown. No physical defect observed before use.

Manufacturer narrative:
D9 - date returned to MFR: 3/16/2026. Received one (1) used. List #011-mc330524, ext set w/5 gang stopcock, 10 clave¿; lot #unknown. A seal was observed to be torn on one of the y-claves. The reported complaint of a leak could be confirmed. The returned sample was tested and a leak was observed from one of the y-claves. The sample was disassembled and the seal was observed to be torn with no damage to the spike. The probable cause is from the use of an incompatible mating device. Directions for use (dfu) states: the clave connector is compatible with luers with an internal diameter between 0.062¿ and 0.110¿ no lot received for a device history review (DHR) review.